Manufacturer narrative:
Correction to b5. Information from customer confirmed quantity of the affected units were two (2); previously submitted as three (3). H10: the two (2) actual samples were received for evaluation. The first sample contained fluid in the bladder and the second sample was empty. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The devices were determined to be conforming product. The reported condition was not verified for both devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates did not fully infuse. This issue was identified during use of the devices. The devices contained 1000mg vancomycin in 100ml of 0.9% sodium chloride. The patient has since finished treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.